Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference # 3002808486-2019-00762. Additional information provided determined that this device was manufactured by cook inc. With the submission of this medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference #1820334-2019-01719. Section e3: non-healthcare professional (attorney). Additional information: investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, shortness of breath, limited activity, and pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall. Penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath, limited activity, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo (work order) for device lot #. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to dvt (deep vein thrombosis), pe (pulmonary embolism), and spontaneous rupture of [the] spleen. Patient is alleging tilt and vena cava perforation. The patient is further alleging "exhaustion, shortness of breath, every once in a while a twinge of pain around filter area" and "can no longer do any strenuous activity due to shortness of breath." Per a report from CT (computed tomography) dated (B)(6) 2018, "positive for caval perforation." "A total of 4 prongs have perforated the ivc series 2 image 41. Maximum distance prongs perforated 6 mm series 2 image 41. Coronal images 5 degree tilt left to right series 300 image 57."